Event description:
It was reported that during a routine pulse generator changeout procedure, the physician had difficulty retracting the setscrew and disconnecting the lead from the ventricular port. After removing several particles from the setscrew, it was able to be unscrewed. The device was explanted and replaced as scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.